Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump and pump battery felt hot to the touch. The patient denied that she was burned because of the alleged issue. She also denied that the battery chamber had any corrosion or cracks. Based on the information provided, this complaint is being reported due to the allegation that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury.